Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: his blood glucose (bg) read ¿high¿ on the meter, then it came down to a bg of 550 last night. He was able to bolus to bring down but is still higher than normal. Patient contacted customer support (cs) to make sure pump is delivering insulin. Cs review of tdd records found no discrepancy; bolus history showed no cancelled boluses; no alarms in history to interrupt insulin delivery. Patient confirms all settings are as desired. Patient stated no site issues, no muscle, bone or scar tissue, but has been using sites for 39 years. Patient reported no leakage. Cs instructed patient to inspect cannula at next site change. Cs reviewed insertion technique, patient is using per IFU. Cs found no issues with pump and instructed patient to follow up with health care provider (hcp) to recommend pump setting, assess sites and discuss diabetes management factors. Patient verbalized he would follow up with hcp. Patient continues on pump with a normal bg. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.